Event description:
According to the reporter, they had two capsules which failed to attach in the same procedure. The procedure was egd (esophagogastro duodenoscopy) with biopsy single or multiple. The z-line was regular and was found 44 cm from the incisors. La grade a (one or more mucosal breaks less than 5 mm, not extending between tops of 2 mucosal folds). Esophagitis with no bleeding was found 40 to 43 cm from the incisors. Biopsies were taken with a cold forceps for histology. Estimated blood loss was minimal. The capsule was activated and then calibrated by submersion into the appropriate buffer solutions. The capsule with delivery system was introduced through the mouth and advanced into the esophagus such that the capsule was positioned 38 cm from the incisors, which was 6 cm proximal to the gastroesophageal junction. The capsule was then deployed and attached to the esophageal mucosa. The delivery system was then withdrawn. Endoscopy was utilized for probe placement and diagnostic evaluation. The first attempt was unsuccessful, and the magnet did not deploy until the probe was removed from the patient. At second attempt, the capsule was deployed but it did not attach to the esophagus; it was in the stomach when the physician checked. It was noted to not have held onto the esophageal mucosa and it was loose so it was pushed into the stomach. The cardia was normal. Localized mild inflammation characterized by erosions and erythema was found in the gastric antrum. The examined duodenum was normal. The patient was discharged to home.

Manufacturer narrative:
Additional information: a4, b5, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The capsule and delivery system were returned for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the capsule failed to attach to the patient's esophagus. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had two capsules which failed to attach on the same procedure. There was no harm to the patient and the user. No intervention was required. There was nothing unusual about the patient or the procedure, and an endoscopy had been performed prior to the procedure that showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule, and both of the delivery system and one of the capsule will be returned for investigation. One of the capsule went into the stomach and was not retrieved. The procedure was cancelled due to the malfunction.